Event description:
Additional information reporting patient underwent an ultrasound showed abscesses in the mandibular and left inframental regions. The right side showed the presence of the hyaluronic acid, but in the perioral region, where a "profhilo" treatment was performed. The ultrasound also noted the material could be compatible with "pmma" or silicone. The abscesses were punctured and the "yellowish" material that came out looks purulent, "more fluid and bloodier." The fluid was cultured and the results were negative. The patient has undergone several treatments of cipro/cephalexin and the healthcare professional is replacing the treatment with sulfa trimetropim. The recurrent abscesses are still ongoing.

Manufacturer narrative:
Continued d.10. Concomitant therapies: harmonyca¿ with lidocaine. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with harmonyca¿ with lidocaine, juvéderm® volux¿ with lidocaine, juvéderm® volbella¿ with lidocaine, and juvéderm® volift¿ with lidocaine in addition to other non-abbvie therapies. Sometime later, patient started an episode of abscesses in the region of the mandibular and submandibular angle. At this time, the healthcare professional drained a small amount of secretion and hyaluronic acid. There were erythematous nodular lesions remaining from the episode. Patient took oral corticosteroid treatment, ciprofloxacin, and was injected with biomethyl hyaluronidase. The healthcare professional noted the biomethyl hyaluronidase was ineffective, so they wash the abscess with saline solution during secretion. There was a temporary improvement, but condition would ultimately recur and patient was placed on another antibiotic, cephalosporin. Patient reportedly doing better, but event remains ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00652 (abbvie complaint #pr (B)(6)), MDR ID# 3005113652-2023-00653 (abbvie complaint #pr (B)(6)). This MDR is being submitted for the suspect product, juvéderm® volux¿ with lidocaine.